Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 180 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display did not return. The customer stated that, her pump did come back on after cleaning the battery cap. Customer advised to use the replacement pump and still send back the defective and insulin pump is like dead. Customer took the battery out and none are working. Did not have power when customer took the reservoir out. Customer will replace the insulin pump as per troubleshooting. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.